Manufacturer narrative:
Due to characterization limit, e1: event site name: (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after the drive regulator was readjusted, the data returned to normal. No parts were replaced. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that during use, the cs100 intra-aortic balloon pump (iabp) encountered an alarm indicating excessive drive pressure. The customer replaced the equipment themselves to continue treatment. There was no patient harm or injury reported.